Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2018-12422, reference MFR. Report# 1627487-2018-12424. It was reported the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the pns system was explanted and replaced with an scs system. Reportedly, therapy was achieved post operatively.